Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lid magnet of a em 2400, main module door fell off. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: additional clarification was received that the door magnet was missing. H10: the actual device was received for evaluation. Visual inspection was performed on the lid (door) and a missing door magnet was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the missing door magnet could not be determined. The door lid requires replacement to address this issue. Damage to door (missing magnet) that inactivates the magnetic interlock are not likely to lead to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.